Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that an informational power on reset (por) message occurred while the patient was recharging, and the therapy stopped due to the por. The patient stated that they never use their patient programmer (pp) and reported that it needs new batteries. The patient did not have new batteries at hand at the time of the call and thus was unable to troubleshoot the por. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was able to clear the informational por using the patient programmer and turn the stimulation on. No further complications are anticipated.